Event description:
It was reported that tha vns pt's generator was found to be programmed at unintended settings at a follow-up visit. The generator was set to 0 ma. Good faith attempts to obtain programming history and additional info regarding the reported event have been unsuccessful to date.